Manufacturer narrative:
Product complaint # (B)(4). Visual inspection was performed on returned tightener driver¿s distal tip had become stripped. Noted damage indicated that the stripping occurred in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the hexlobes on the final tightener driver¿s distal tip becoming stripped cannot be positively determined. However, the noted damage suggests that the final tightener driver that was likely subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener driver becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products.

Manufacturer narrative:
(B)(4), unknown. The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on unknown date, during final tightening the driver stripped. The procedure was successfully completed. There was no surgical delay and patient involvement is unknown. This complaint involves one (1) device.